Event description:
The following info was reported kci by the hospital home care nurse: on (B)(6) 2011, there was a piece of white foam that was retained in the pt's stage iii wound in the left ischium. Additional info received on (B)(6) 2011, the nurse reported that the pt was very non-compliant and would often take the dressing off between dressing changes. On (B)(6) 2011, the pt went to the emergency room complaining of generally not feeling well. Upon examination of the pt's wound, the emergency room physician noticed swelling and redness on the upper right area of the wound. The emergency room physician prescribed flagyl and discharged the pt home. On (B)(6) 2011, the nurse saw the pt for a dressing change and noticed the red area had opened and was draining. While cleaning the newly opened wound a piece of white foam approximately 1 cm wide by 5 cm in length was removed and the area was cleaned. The activ.a.c., was applied to both wounds.

Manufacturer narrative:
Device labeling, available in print and online, states vac foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Based on info provided by the health care providers, it cannot be determined when the foreign body alleged to be v.a.c. Whitefoam was inadvertently left in the wound. The foreign body was not returned to kci for identification; therefore, kci was unable to confirm identify of the foreign object. There was no product malfunction. This report is being filed due to user misuse.